Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter stated the gauze is linting and unfolding.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There is no sample or picture been received for evaluation. According to the investigation, the possible root cause would be the cutting blade moved during cutting process, so the gauzes was pulverized resulted loose contamination. The supplier has taken following actions: changed the swabs design of below gauze layer to increase width in first folding and below gauze must be use one side edge fold swabs to prevent lint contamination. Add cleaning process after cutting; changed the slitting device and adopt automatic slitting machine that improve slitting accuracy to prevent sponges are flaking. So this complaint will be used for trending purpose if information is provided in the future, a supplemental report will be issued.